Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Legal counsel for the patient reported patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of pain, bone/tissue destruction and elevated metal ion levels. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a right hip revision procedure approximately six years post-implantation due to patient allegations of pain, bone/tissue destruction and elevated metal ion levels. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient underwent a revision procedure approximately six years post-implantation due to metallosis. During the procedure, the presence of gray-type fluid, metal-impregnated soft tissue, and gray synovial debris were noted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of pain, bone/tissue destruction and elevated metal ion levels. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient was revised due to metallosis. Revision op report notes the presence of gray-type fluid, metal-impregnated soft tissue, and gray synovial debris.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.